Event description:
It was reported that the patient¿s implant was ¿defective¿ and that the implant site hurt. It was stated that there was ¿brown fluid¿ coming out of the patient¿s legs causing them to break out in fever and cause blisters. Weight fluctuations were also noted to have been going on for 6-8 months. Since being implanted, the interstim had caused her to lose their bladder (incontinence) and they have had episodes of swelling up ¿like diabetes.¿ it was stated that once the healthcare provider found out ¿sensation¿ was in the groin area, the patient was put on pain medication. The patient mentioned edema, diabetes and feet getting gangrene. It was also noted, the patient had ¿fluid¿ coming out of their skin around their implant. The patient¿s psychologist/addiction specialist suspected that the patient¿s battery was leaking. It was stated that the ¿other night¿ the patient got a ¿streak of a nerve down their leg¿ and felt a burning sensation. It was indicated the therapy was implanted to treat pain and not bladder problems. Information received four days later indicated the patient¿s health had gone from ¿young and healthy¿ to that of an ¿old woman.¿ it was noted that the patient reportedly had lupus and renal failure. They were down to (B)(6). The following day, it was noted, the patient¿s device did ¿not work properly anymore¿ and when using, ¿it showed a symbol.¿ the patient lost the ability of their bladder and had incontinence and pain. They could not lie on their back because, it hurt. It was stated, the patient would die if someone did not help her. It was noted, the patient ¿got over¿ illness with their immune system. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3093-28, lot# v524070, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).